Event description:
It was reported that stress fracture occurred during recovery but the cause is unknown. The construct did not hold because there is information that the button pulled through the tunnel. Bunion procedure.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No additional adverse consequences have been reported from this event. This device is used for treatment. In a follow-up call it was noted that stress fracture was due to non compliance. No second surgery necessary. No verification that the button had pulled through the tunnel. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event as determined from the information available was most likely a non-compliance stress fracture as stated by the surgeon. Device history record was not performed as the lot number was not known. Unknown device disposition.